Event description:
Customer reportedly received results of 7 mmol/l and 27 mmol/l within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, the system was not returned; and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.